Manufacturer narrative:
Based on the available information, the service quote has been canceled because the distributor directly repaired the device. No further evaluation is warranted at this time. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that it makes noise and the disabled alarm appears. The equipment requests to perform the test and, once performed, the noise does not disappear and the alarm continues activated. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.